Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that the pad on the femoral impactor broke while impacting femoral component. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned section of the persona femoral ps impactor pad confirmed that the part was fractured. Visual inspection confirmed that the instrument was gouged at several areas, also noted there were scuff marks, scratches and general wear on the returned impaction surface indicative of use. DHR was reviewed and no discrepancies were found. The root cause can be determined as normal wear during the instrument¿s field life if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.